Manufacturer narrative:
Complaint info was provided by (B)(6). It has been communicated by the customer that the device will be returned to greatbatch medical for eval. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch form will be submitted.

Event description:
During an unk procedure, the physician reported the reamer was dull. There were no reports of adverse events or pt injury as a result of the event.